Manufacturer narrative:
Evaluation was not possible, as no product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on provided information. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to loosening and malpositioning of the tibial component.